Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 30-may-2024, it was reported by the patient that he receives an alarm and hyperglycemia event. High blood glucose level displayed high. In troubleshooting blockage is found in the tubing. No further information was available.